Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. I took 5 tests and they all showed negative which I knew was false. So, I did pcr, which came back positive. Do not waste your money. Go do pcr.